Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error and battery out limit alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error and battery out limit alarm due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery prior to replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. Customer states they received a power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be return for analysis.